Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the device deployed malformed staples. Additional case information is not available. Another reload was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.